Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (b)((46 2016, the lay user/patient contacted lifescan (lfs) (b)((4), alleging that her onetouch veriovue meter read inaccurately erratic. The complaint was classified based on the customer service representative (csr) documentation. The patient was unable to confirm when the alleged inaccuracy issue first began. The patient was unable to give exact readings and the tests were performed within an unknown time of each other. The results may not have met lifescan¿s accuracy criteria. The patient informed the csr that she does not take any medication to manage her diabetes and denied taking any action regarding her usual diabetes management regimen in response to the alleged issue. The patient reported that on one occasion (b)((6) 2016, she developed ¿slight symptoms¿ of low blood glucose before going to bed. At the onset of the symptoms, the patient claimed her blood glucose was measured at ¿180 mg/dl¿ with the subject meter. In response to the alleged result, the patient claimed she went to sleep however woke up an unknown time later with symptoms of ¿sweating, dizzy and was unable to stand up or walk normally.¿ in response to the symptoms, the patient claimed she treated herself with sweets and rice. The patient denied that her blood glucose was tested on any other device. During troubleshooting, the csr confirmed that the correct testing process was being followed. This complaint is being reported because the patient reportedly developed signs/symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged inaccuracy issue began.

Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter and test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.